Event description:
Upon removal of an IV catheter it was noticed that the tip had an irregular, concave shape. The tip was examined more closely by magnifying glass and microscope and it's believed that the tip is sheared. At this time, the patient has not exhibited any adverse effects and was discharged by their physician.